Manufacturer narrative:
(B) (4).

Event description:
It was reported that since (B) (6) , the patient's pump pocket presented with a seroma, was puffy, edematous, and warm to the touch. The patient was also receiving injections of humira. The patient stated he was not getting his boluses but, pump logs showed that he was getting his boluses. X-ray imaging was performed on (B) (6) 2010 and showed the identification numbers were backwards confirming the pump had flipped. The patient underwent revision surgery. The drugs in the pump were dilaudid and bupivacaine. The patient recovered without sequela.